Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The customer completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
The harmonic ace instrument was returned and evaluated by the failure analysis team. The instrument was found to fail energy recognition test. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly" on 3 out of 3 attempts. Additionally, to the reported complaint, the instrument was found to have the curved blade broken at the tip of the blade. A piece approximately 0.499" x 0.081" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Review of the provided image showed no damage to the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of failed energy recognition test, broken blade and detached fragment is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects during use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.